Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while on a pt. There was no pt harm or injury related to this event. The nellcor puritan bennett customer support engineer (cse0 verified the vent inop error code in memory. The cse inspected the device and replaced the bdu pcb. The unit passed extended self testing.